Event description:
It was reported that an ilet user experienced a sensor pairing failure with a connected fsl3+ sensor, where the pump displayed ¿pairing with sensor¿ and the sensor did not pair after initial attempt; the user was instructed to rescan the sensor, after which the sensor warmup screen appeared and pairing proceeded. Symptoms included no adverse clinical effects. Outcomes included successful restoration of sensor pairing without alarms and without medical intervention or hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the device operated as designed after a repeat scan and that the issue resolved with standard pairing guidance, indicating no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient cgm communication disruption related to sensor pairing that resolved with use of provided instructions.